Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient recently underwent an ins replacement and was now facing out of range (oor) issues and a significant increase in recharge burden. The patient has a 1x4 pisces quad in place, connected to a pocket-adaptor and recorded normal impedances prior to the ins change (range: 754-1642). The patient utilized a conventional stimulation program with amplitude of 9.1v, pulse width of 500us, and rate of 20hz. They reported recharging on average once per week. Following the ins change, electrode impedances remain within normal limits (range: 890-1140), however when attempting to configure programming the representative continually ran into oor errors, at times without the patient sensing paresthesia. Eventually the rep was able to create two groups for the patient which covered their pain area and did not produce oor's while at the bedside. However, the patient controller is now presenting the oor message ¿unable to provide desired intensity settings¿. The battery is now running from full to empty overnight. The patient denies any trips, falls, or event what might have caused a change to the impedances. No patient complications were reported as a result of this event. Additional information was received from the manufacturer representative. It was reported that after speaking with the managing physician the patient has decided that they would prefer to have the whole system removed rather than replace the leads. The physician suggested that the patient take some time to reconsider and will meet with the patient again in january before a final decision to remove the whole system is made. No patient complications were reported as a result of this event. Additional information was received from the manufacturer representative. It was reported that as of (B)(6) 2022 the patient and physician still have yet to make a decision.

Manufacturer narrative:
G2: the country of origin is australia. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.